Manufacturer narrative:
Section b5 and the section h codes have been updated to reflect the completed investigation.

Event description:
It was reported that the nurse's hand was burned due to accessible ac current. She was treated in the ER. Upon evaluation by stryker field service it was identified that the exposed bare wires resulted from torn power cord sheathing.

Event description:
It was reported that the nurse's hand was burned due to accessible ac current. She was treated in the ER.